Event description:
During cyclophotocoagulation on the left eye (preliminary settings: 2000mw, 3.5s), the power was increased due to missing effects (progressively until 7th laser burn, then, the power setting was 2500mw). During this laser burn, a serious burn of the tissue of the sclera and perforation occurred (no visible effect before!). Extent of burn has not been realized immediately. Extent of damage was only realized with the help of an operating microscope. Two more attempts at 2300mw, also resulting in burns, extent slightly smaller than the 7th laser burn, discontinuation afterwards, defects were covered with conjunctiva. Consequences still unratable for the patient (potentially serious).